Manufacturer narrative:
Analysis of the ins (B)(4) found no anomaly.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09c5d, implanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was further reported that the device was sent to be analyzed the week of 2013 (B)(6). It was noted that the impedance readings were not able to be normalized and another device had to be used for the implant.

Event description:
It was reported that during a procedure it was realized that the battery was soaked in saline and antiseptic for a minute or two. It was noted that they had been flushing it with water. Additional information received reported that the device was not implanted. It was noted that they were not able to get around high impedances. It was noted that the device was flushed with sterile water, dried out, and re-seated numerous time. It was further noted that they also tested the lead alone and it was good. It was noted that another device was used for the implant. Additional information received reported that during the procedure the device was soaked in saline and ¿ancef.¿ it was noted that the manufacturing representative confirmed that it was saline and informed the doctor that it could be a problem for the device. It was noted that the doctor did seat ¿it¿ in the pocket for impedance testing and all but one electrode came back colored black and with impedances greater than 4000. It was noted that they tried to re-seat ¿it¿ multiple times and it would not come back with appropriate impedances. It was further noted that the doctor indicated that it did not feel like the device would allow him to seat the lead all the way in after multiple attempts. It was noted that the doctor thought there might be a problem with the device in that it would not receive the lead properly. It was noted that the patient¿s status at the time of report was alive with no injury. Additional information received reported that the battery was put in nacl, rinsed with sterile water, and that the doctor was unable to insert lead into battery. It was noted that the device was not used with or in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.